Event description:
The technician reported that while inspecting the bed he found the bed has no nurse call function. No pt injury reported.

Manufacturer narrative:
The technician found the side com power control board standoffs are broken off. The technician replaced the side com power control board assembly to resolve the issue. Based on this info, no further action is required.